Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 in the right upper arm brachial vein placed the PICC catheter, the catheter has been used for 3 times of chemotherapy use, the catheter use is normal. At 9:30 on (B)(6) 2024, the nurse in charge was ready to flush the catheter before administering medication to the patient. Before flushing, the catheter was pumped back with no blood return, and 1 ml of saline was pushed in smoothly, and the patient complained of localized pain around the puncture point, and there was fluid exuding from the puncture port. After communicating with the doctor in charge, the patient signed a consent form for catheter removal and decided to stop using the catheter. The nurse-in-charge then performed the removal operation and uncovered the PICC catheter patch and found that the catheter was disconnected from the subcutaneous end. He immediately tied a tourniquet above the puncture point, reported to the doctor in charge, the nurse manager, the department director, and invited the department of surgery and the department of interventional medicine for consultation, and followed the doctor's instructions to give bedside ECG monitoring, bedside chest x-ray, and bedside ultrasound, etc., and the ECG monitoring showed that the patient's vital signs were stable. After the patient and family signed the consent, the patient was sent to the interventional catheterization room for PICC catheter extubation at 15:30, and the patient returned to the ward at 19:00. No other information provided, at this time.